Manufacturer narrative:
The evaluation of the ventilator has not been completed by the field service center.

Event description:
It was originally reported that when the ventilator was going through operational testing, an unknown error flashed on the screen and the ventilator shut down. The ventilator was then restarted and they were unable to duplicate the reported issue. Further information was received from the customer that reported the ventilator was connected to a patient during transport. After the transport, while moving the patient into the facility, the ventilator displayed "hw fault". The ventilator continued to function with no patient harm reported.